Event description:
Patient states that the vagus nerve stimulator failed due to lead impedance issues. Patient requested that the manufacturer who paid for the lead's initial implantation, also pay for its removal as well. The manufacturer has refused.